Event description:
Caller states the patient tested 2.5 inr on the coaguchek xs system and 2.0 inr on a comparison lab. Coumadin was adjusted based on lab value. No adverse event reported. Requested return of suspect system and replacement was sent.